Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2019; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their implantable neurostimulator system removed because the device never worked and the ¿wiring is not correct¿. There were no further complications reported or anticipated.